Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances. Technical services (ts) reviewed and found the impedance was gradually increasing. Ts did not recommend lead replacement at this time, just to increase the alert and continue monitoring. This rv lead remains in service. No adverse patient effects were reported.